Event description:
Patient representative reported right side breast discomfort, capsular contracture, baker grade IV, late seroma, recall, and anxiety. Device remains implanted. The following events were also reported and determined to be not device related; muscle pain, joint pains, decreased vitality, and diffuse pruritis.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.